Event description:
The customer obtained non-reproducible higher than expected vitros trop I es results (sample 1 = 0.084 ng/ml, sample 2 = 0.047 ng/ml) from multiple patient samples processed on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected results were not reported out of the laboratory. Expected results (sample 1 = 0.004 ng/ml, sample 2 = 0.004 ng/ml) were obtained for the patient samples upon repeat analysis. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros trop I es results were obtained from multiple patient samples processed on the vitros eciq immunodiagnostic system. There was no evidence to suggest a reagent malfunction had occurred. The investigation determined that the samples in question were not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause could not be determined. However, pre-analytical sample processing or an instrument related event cannot be ruled out as contributing factors. The root cause of this event is unknown.